Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during a stenting procedure performed on (B)(6), 2009. According to the complainant, after the lesion was predilated, the physician attempted to release the stent. However, when the physician pulled the deployment suture to release the stent, resistance was felt. The stent could only be partially deployed. The physician noted that the deployment suture was not broken and did not appear to be caught on anything and the delivery device was not kinked. The stent was removed and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during a stenting procedure performed on (B)(6), 2009 ((B)(6) male; weight unknown). According to the complainant, after the lesion was predilated, the physician attempted to release the stent. However, when the physician pulled the deployment suture to release the stent, resistance was felt. The stent could only be partially deployed. The physician noted that the deployment suture was not broken and did not appear to be caught on anything and the delivery device was not kinked. The stent was removed and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - (partial deployment). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 12 millimeters. A functional analysis was performed and it was possible to deploy the remainder of the stent; however some resistance was noted initially, possibly due to the presence of dried blood along the crocheted stitches. There were no anomalies with the deployed stent. A visual and tactile examination of the delivery system found no issues. The most probable root cause for this complaint is design. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.